Manufacturer narrative:
Visual inspection was performed on the returned device; however, there was no reported device malfunction. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of intimal dissection and thrombosis are listed in the suture-mediated closure system (smcs), preclose proglide, expanded indication, instructions for use as known adverse events associated with the use of the perclose proglide smc system. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B1: product problem removed. B2: other, serious removed.

Manufacturer narrative:
Patient weight (B)(6) kg. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the right common femoral artery (rcfa) was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, the sutures of the first proglide were successfully pre-placed. When removing the second proglide device after suture deployment, a piece of tissue about 2cm long came out with the device. An angiogram was performed and it was noticed that there was no blood flow past the stick. The physician thought that a focal flow limiting dissection had occurred. An 8f sheath was put in the rcfa and then access was obtained in the left common femoral artery (lcfa). An attempt was made to pre-place the sutures of a proglide in the lcfa; however, when the proglide was inserted into the vessel, there was no pulsatile blood flow from the marker lumen. The device was removed and flushed; however, when inserted again, there was still no pulsatile blood from the marker lumen. The sutures of two additional proglide devices were successfully pre-placed. The sheath was upsized to a 14f and the tavr procedure was completed. A guide wire was inserted from the lcfa to check the blood flow in the rcfa. There was no blood flow to the profunda but improved flow to the superficial femoral artery (sfa) . The physician thought he noticed the presence of thrombus. A vascular surgeon performed cut down surgery of the rcfa and noted tissue or some sort of plaque that was then pulled out. The vessel was surgically repaired and hemostasis was achieved with surgical suturing. Hemostasis was achieved in the lcfa with the pre-placed proglide sutures. There was no reported adverse patient sequela. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.